Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1, initial reporter facility name: public university corporation yokohama city university citizens general medical center h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® multiple sample luer adapter, there was one product in the box with no sleeve covering the needle, leaving the needle exposed. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® multiple sample luer adapter, there was one product in the box with no sleeve covering the needle, leaving the needle exposed. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary. Material #: 367300. Lot/batch #: 3193680. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing sleeve as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.